Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested. Synthes is unable to determine manufacturing date. Additional information has been requested.

Event description:
Received device report from synthes gmbh. Patient implanted with 3.5mm lcp reconstruction plate on (B)(6) 2010. Surgeon bent plate in preparation for implantation and placed five screws. On (B)(6) 2011 patient reportedly lifted heavy items and the plate broke. Patient was revised on (B)(6) 2011.